Event description:
A report was received that a patient was experiencing a needle-like pricking sensation around the ipg site. This only occurs when the stimulation is turned on. A fluoroscopy was taken, and the ipg and the leads appeared to be fine, but the physician wanted to move forward with a revision procedure. An ipg replacement procedure took place ,and the patient was reportedly doing well following the procedure.